Event description:
The pt's wife reported that her husband's blood glucose reached 356 mg/dl less than 24 hours after the pod was activated. She took him to the emergency room where they placed him on an insulin drip and manual injections of insulin. The pod was removed and she noticed the pink slide insert was not in the window.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause or if any product condition could have contributed to the reported hospitalization for hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.